Event description:
According to the literature, a retrospective-matched study compared the outcomes of patients who underwent hernia repair utilizing a laparoscopic approach versus a robotic approach between 2016 and 2024. It was noted that in the laparoscopic approach, mesh was placed intraperitoneally and secured with a tacker. There were 114 patients included in the study, 73 underwent intraperitoneal onlay mesh (ipom) and 41 underwent transabdominal preperitoneal hernia repair. Complications included chronic pain.

Manufacturer narrative:
Moaz abulfaraj. "Robotic transabdominal preperitoneal versus laparoscopic intraperitoneal onlay mesh plus repair for small to medium primary ventral hernias: a propensity-matched cohort study." Journal of robotic surgery (2025) 19:637 https://doi.org/10.1007/s11701-025-02817-0. D10 concomitant product: unksymbotex, unknown symbotex mesh, (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.